Manufacturer narrative:
Additional devices: infrarenal bifurcated stent graft. Model# 28-16-100bls, lot# w10-1171-001, expiration date: 05/01/2013. Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure.

Event description:
Patient was implanted with a (B)(4) bifurcated device, a (B)(4) infrarenal aortic extension, and a (B)(4) limb extension on (B)(6) 2010. A (B)(6) 2010 follow-up revealed a type iii endoleak between the bifurcated device main body and the infrarenal aortic extension. On (B)(6)2010, the patient was treated with a (B)(4) infrarenal aortic extension, which resolved the type iii endoleak.